Manufacturer narrative:
The device was returned to olympus canada for evaluation. The customer¿s complaint was confirmed. A visual inspection was performed on the returned device and found the scope¿s bending section detached. Non olympus repairs were noted on the bending section cover glue, insertion tube, control body grip, lg tube and the el connector. The olympus identification labels are missing. The scope was repaired and returned to the customer.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the bending section of this scope detached from insertion tube and scraped the patient¿s mucosa causing bleeding to occur. No further medical intervention was required. It is unknown if the intended procedure was completed. There was no irreversible harm to the patient.